Event description:
It was reported that the patient presented for a routine device exchange. Prior to procedure, the physician confirmed that the right atrial had dislodged. The physician had suspected the lead had dislodged shortly after initial implant in 2018. The lead had shown high capture threshold. The lead was capped and replaced on (B)(6) 2021. The patient was stable post procedure.